Event description:
It was reported that device had an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that device had an electrical reset. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed power on reset (por) parameters were present. Por log shows por for write to locked ram on (B)(6) 2010, with parity error. Additionally, analysis noted a patient alert for por on (B)(6) 2010. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. It was noted that there was a ram chip memory error. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed power on reset (por) parameters were present. Por log shows por for write to locked ram on (B)(6) 2010, with parity error. Additionally, analysis noted a patient alert for por on (B)(6) 2010. The device is part of the advisory for this model.